Manufacturer narrative:
(B)(4).

Event description:
Procedure: excision of a bullous emphysema. According to the reporter: the endo gia universal only fired half of the staples. The surgeon resected and restapled. Then over sewed. This resulted in add'l tissue loss.